Event description:
The patient received a scs system on (B)(6) 2010. It was reported that the patient had lost stimulation and invalid impedances were observed on multiple contacts. The lead was replaced and the stimulation was captured postoperative. No further information is available at this time.

Manufacturer narrative:
Results: as received, the lead showed a fracture and broken wires of the distal end of the anchor placement. Functional testing could not be performed due to the broken wires. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.